Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined the reported failure to advance appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat a perforation in an ostium artery with heavy calcification. A 3.5 x 26 mm graftmaster covered stent was used; however it failed to cross to the perforation due to the anatomy. Therefore, balloon angioplasty was performed and a 3.5 x 26 mm non-abbott stent was implanted which sealed the perforation. No additional information was provided.